Manufacturer narrative:
E1: initial reporter postal code:(B)(6) h11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during patient infusion. The device was filled with 5000mg of 5 fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to b5: update to "a small volume folfusor leaked from an unspecified location". Additional information was added to h4 and h6 (add code). H4: the lot was manufactured between 7 august, 2025 and 11 august, 2025. Should additional relevant information become available, a supplemental report will be submitted.